Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows pump module s/n (B)(4) was programmed to infuse furosemide drip 100mg/100ml (drugid 196) at a rate of 10ml/hr with a vtbi of 80ml at 6:01 pm on (B)(6) 2018. The infusion ran until 8:53 pm when the user channeled the device off for the final time. The volume recorded as being infused during this period was 14.413ml. Functional testing found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported an over infusion of lasix. Programming information was not provided. There was no report of patient harm.